Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Patient contacted dexcom on 05/02/2016 to report a broken sensor wire that occurred on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that the sensor wire was located at the abdomen and was broken into more than one piece. Patient stated that they experienced tender pain at the site of insertion. On (B)(6) 2016, the patient went to the emergency room (ER) to have the sensor wire removed. While at the ER, the patient had her vitals checked and the sensor was removed with a pair of tweezers. Patient was given an antibiotic. At the time of contact, the patient was doing well. No additional event or patient information was provided.